Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial and right ventricular leads dislodged due to twiddler's syndrome. The left subclavian vein was noted to be occluded. The leads were noted to have been abandoned. The leads were explanted and replaced on the opposite side a few days later. No further patient complications have been reported as a result of this event.